Manufacturer narrative:
Based on the information provided by the patient and internal investigation conducted by access dental lab, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likely cause or contribute to the reported event. This event is being filed as an MDR since the patient reported symptoms or physiological conditions related to loss of a tooth. Reported outside of the 30 day reporting window due to updated reporting requirements ((B)(4)).

Event description:
The customer reported that he developed pain, swelling of the face, tooth infection and tooth extraction. The customer required medical intervention and subsequently discontinued the use of aligners.